Manufacturer narrative:
(B)(4). Investigation completed and product evaluated; foreign material observed on the strip connector of the meter. The root cause is foreign material on the strip connector.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 95 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on 02/01/2016 as a result of blood glucose results.the customer is currently not taking medication to manage diabetes.customer provided that had recent changes in medication as well as a blood transfusion on (B)(6) 2016 and took steroids few days ago.customer reported that have not had any recent changes in diet or exercise. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is within 120 days. The meter memory reviewed for fasting test results: (B)(6). Adverse event not reported.